Manufacturer narrative:
Incident one. A review of the device history record, along with an evaluation of both retained and returned glove samples, revealed no abnormalities. Donning and simulation tests were performed on these samples, and no irritation¿such as burning, itching, or rash¿was observed after glove use. All product quality requirements were inspected, controlled, and released in accordance with the applicable procedures and outgoing quality assurance processes. The manufacturing of halyard purple nitrile exam gloves was performed under controlled environmental conditions using validated systems and established mitigation actions, as defined within the quality management system. It is important to note that other external factors¿such as residual chemicals from detergents or cleaners that are not thoroughly rinsed, as well as exposure to metals like nickel or chromium¿can contribute to skin irritation or allergic reactions. This complaint was reviewed and discussed during the weekly quality meeting to ensure continued awareness and to reinforce manufacturing practices that maintain the expected quality standards for our customers. A root cause was not identified. Complaints are tracked and trended using a statistical analysis tool, there is no trend for related complaint incidents in the past 12 months; this issue appears to be isolated. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The sample is available for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
2 incidents have recently reported adverse reactions associated with glove use. They noted increased incidence of glove tearing in the palm area, excessive fluid retention inside the gloves, and a noticeable reduction in glove material thickness, resulting in accelerated liquid penetration. The only substances used in conjunction with the gloves, aside from municipal (city) water and ve water, include an enzymatic cleaner supplied by ecolab. One employee sought evaluation from both the company physician and an outside dermatologist and was prescribed a corticosteroid cream, which provided symptom relief. This employee is currently undergoing medical treatment. Additionally, following consultation with the company physician, supplementary skin care products were provided for this individual.